Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, the blade of the device did not fully come out past the coreguard after five minutes of morcellating the myoma. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During functional evaluation the blade extended/retracted without any difficultly when trigger was pressed and released at full and core guard selector position. The blade failed to rotate during the evaluation.